Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. The insulin pump alarmed button error due to moisture damage on the keypad trace.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed button error. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. Nothing further was reported.